Event description:
Surgeon reported to our sales rep, that the rim of the lag screw tip was deformed so that it was not possible to insert the plate into the lag screw. The surgery procedure was completed by using another omega 3 lag screw.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.